Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, left hip endoprosthesis dislocation due to extensive internal rotation of the hip joint, closed reduction and immobilisation resolved the problem, no further instability of the enrolled hip.

Manufacturer narrative:
Update initial reporter information.